Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that upon removing the 3.5x28 mm xience pro s stent delivery system (sds) from the dispenser hoop, the stent structure was noted to be damaged and the stent was dislocated on the balloon. There was no reported resistance on removal from the hoop. There was no device use or patient involvement. A new sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported stent dislodgement and material deformation (stent) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported and noted difficulties. Factors that may contribute to a stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, forced sheath removal, and/or inadvertent mishandling of the stent during preparation. Factors that may contribute to material deformation (stent) prior to use include, but are not limited to, material properties, inadvertent mishandling during sheath/stylet removal or preparation, low tensile strength, damage during manufacturing, and/or damage during shipping. Analysis on the returned device noted crimp marks visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. This indicates that a product quality issue likely did not contribute to the reported difficulties. In this case, it is unknown what may have caused the reported stent dislodgement, material deformation (stent), or noted kinked stylet. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.